Event description:
Ivc filter maldeployed prior to the release of the filter legs, with retrograde pointing of the tip and without release of the wings. Initial entry via right femoral vein. After several attempts, filter was finally removed using a 7 fr cold snare shaped into a diamond shape and adjusted to a gooseneck angle.